Event description:
Reporter's husband was in (B)(6), moved from ICU to imcu with a wound vac, which was turned off for 48 hours. It was supposed to be checked every 2 hours but wasn't. Since then pt had deep wound infection 6 extra surgeries, sepsis, multiple antibiotics, right heel deterioration, and pt will be having more surgeries and possible amputation. Pt has been off work for 4 months on medical leave with no income.